Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, prior to the implant, the implantable pulse generator (ipg) device was noted with a loose setscrew that was misaligned. The device was not used. There was no patient involvement.